Event description:
It was reported that while the physician was injecting contrast into the coronary sinus to visualize if there were any blockages, a small dissection occurred. The caller stated that no biosense webster, inc. Products were in the body at this point and that the physician was using a boston scientific acuity pro coronary sinus guide catheter multipurpose sheath. The dissection was confirmed via fluoroscopy and no intervention was performed. The physician believes that the "dissection is small and insignificant and should heal on its own". The caller stated that the patient is "fine" at this moment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).